Manufacturer narrative:
The customer flushed the probe and the transducer but this did not correct the problem. A field service engineer (fse) went on-site (B)(6) 2011 and checked vacuum valve for wash collar and found clot in valve. Fse removed the clot which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak from the cartridge chemistry (cc) sample probe collar wash when the instrument was priming. No injury was reported and no erroneous results were generated.